Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization of the ophthalmic artery, a 150/5cm prowler select plus microcatheter (606s255x, 30686635) became obstructed with an unspecified stent, could not advance anymore. The physician retracted the devices for inspection and changed a new microcatheter (the stent was under good condition and was not replaced) to complete the surgery. There was no patient injury report. There was no damage noted on the stent. Nothing was obstructing the microcatheter. A continuous flush on the microcatheter was maintained. There was no excessive force applied to the device.

Manufacturer narrative:
Product complaint #: (B)(4). Updated section on this medwatch report: b4, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization of the ophthalmic artery, a 150/5cm prowler select plus microcatheter (606s255x, 30686635) became obstructed with an unspecified stent, could not advance anymore. The physician retracted the devices for inspection and changed a new microcatheter (the stent was under good condition and was not replaced) to complete the surgery. There was no patient injury report. There was no damage noted on the stent. Nothing was obstructing the microcatheter. A continuous flush on the microcatheter was maintained. There was no excessive force applied to the device. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed. Microscopic inspection was performed along the body of the prowler, and no damages were found. (I.e., no elongations, kinks, compressed conditions). The device was flushed with a laboratory sample syringe. After that, a .018-inch lab sample guidewire was inserted into the received microcatheter, and the guidewire could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance. The inner diameter (ID) and outer diameter (od) were measured, and they were found to be within specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified. Although the functional test could not be performed with the involved enterprise system, the guidewire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the customer complaint was not confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.